Event description:
The hosp reports that the perforator did not disengage when it penetrated the cranium. There is no adverse impact ot the pt being reported. The hosp is using a codman unitized air driver (1,000 rpm) that is approximately 20 yrs old. They could not say when the unit had last been serviced. They regularly use this product and have not previously had this happen. The product will be forwarded once it has been returned by the hosp.